Event description:
"Povidone iodine leaked from the conenction between a transfer set and mini cap. The set was in use for 30 days". There was no patient injury or medical intervention associated with this incident.